Event description:
It was reported that the colonovideoscope produced an image with interference and lines. The issue occurred during a diagnostic colonoscopy and was completed using a different device. There were no reports of delays or patient harm.

Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.